Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused during infusion. It was observed that the patient received less than the expected dose during therapy. The pump started the fentanyl infusion with 50.22ml in the syringe; however, after 11 hours of infusing, the remaining volume was 49.49ml. The infusion was running at 50mcg/hr or 1ml per hour, which means the patient got only 0.73ml of fentanyl medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Fluid delivery test was performed under basic mode at a delivery rate of 20ml/8minute and the fluid delivery passed without issue. The event history log review showed several downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.